Event description:
It was reported that the patient developed an infection. The infection was identified because a capped pacemaker lead was protruding from the patient¿s skin. On (B)(6) 2026, one capped right ventricular (rv) lead and one other rv lead were removed along with the rest of the pacemaker system. The system was replaced successfully with a leadless pacemaker. The patient was pacing dependent at vvi 30 beats per minute (bpm). The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).